Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fmi. Common device name: hypodermic single lumen needle. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd 3ml syringe 22ga 1-1/4in jpk/sil no assy ndl where the sterility of product was compromised. The following information was provided by the initial reporter, translated from (B)(6) to english: during the inspection of this batch one of them was exposed and without a cap that could have caused an incident.

Event description:
It was reported that 2 bd 3ml syringe 22ga 1-1/4in jpk/sil no assy ndl where the sterility of product was compromised. The following information was provided by the initial reporter, translated from spanish to english: during the inspection of this batch one of them was exposed and without a cap that could have caused an incident.

Manufacturer narrative:
H.6. Investigation: photos received for investigation, upon visual inspection an assembled needle with a missing component (shield) which comes out of the blister in its upper part, that is, above the pivot, is observed. This product has the needle assembled on one side and another one above the pivot of the barrel, for which the presence of a double component is detected, another of the syringes has a double component but this second needle is inside the blister in the same way without a shield. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause for multiple components in package and shield missing is associated with the needle feeder.